Event description:
On (B)(6) 2012, pt reported he accidentally snagged the infusion set and the tubing loosened from the connector piece. He was not sure when this occurred and could not provide info for the type of infusion set he uses. He noticed wetness due to insulin leaking and immediately changed the infusion set. The infusion set was discarded and will not be turned for eval. No physiological effects were reported and he did not require treatment from a health care professional or second party to address the issue. Three add'l attempts were made to f/u with the pt, and these were not successful.